Event description:
Customer was complaining that pump alarming infusion and can't start infusion. However after few pump restarts infusion started with no issues. No pt involvement.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.